Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the 8mm large needle driver (nd) instrument was allegedly spinning. The procedure was completed with no reported injury. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. No product issue was identified. During visual inspection there was no physical damage observed. The instrument was placed on an in-house system and moved intuitively with full range of motion in all directions. The needle was not spinning. It passed recognition and engagement tests and the grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.